Event description:
Customer reports back to back testing on the same meter while using the compact system with results of: 413 mg/dl and 200 mg/dl, 413 mg/dl and 180 mg/dl, 433 mg/dl and 199 mg/dl. L1 quality control was run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.